Manufacturer narrative:
Additional information was received that the infection's location was at the lead incision site. The symptom of infection included drainage. The infection was not suspected to be device or procedure related. The explanted ipg, a lead and splitters were not returned to bsn as they were discarded by the medical facility. It is indicated that the splitters, ipg and a lead will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), 3067225 description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30, serial #: (B)(4), 671179 description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: 18706890, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Visual inspection of the lead found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.